Event description:
As the technologist was backing up the unit in the ER, his hand was allegedly caught between the unit and the wall resulting in the technologist fracturing his right thumb and tearing the nail from thumb.